Event description:
The customer reported, the system would not boot up due to corrupted software. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was then found to be working as intended.